Event description:
Information received from the field notes that initial interrogation showed normal device function, but after ending the session, interrogation revealed that the device was in "hardware backup or had unknown programmed values". Measured data was 2.5v, 10ua, <1 kohms. The patient was pacemaker dependent and in poor health. The physician programmed the device to vvi at 70 ppm and will follow-up monthly.